Event description:
It has been reported to philips that the foot switch intermittently did not emit x-rays. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the surgical procedure was completed as planned by pressing the footswitch once again as this was an intermittent issue. The philips field service engineer (fse) inspected the system onsite and confirmed the wired footswitch was having problems. Upon troubleshooting, fse found that the footswitch did not work properly and there was no radiation when the footswitch was pressed, but there was radiation when the hand switch was pressed and the footswitch failed. To resolve the issue, fse replaced the wired footswitch. The defective wired footswitch was returned to philips for failure analysis and the cause of the wired footswitch failure could not be conclusively determined by the supplier's part analysis. However, other failure was found as "missing anti slips". After replacement of the wired footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.